Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the threads on the caster were stripped. The customer will replaced the unit instead of repair.

Event description:
It was reported the right front wheel came off. There was no patient involvement. The unit did not tip or fall.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Legal manufacturer: (B)(4).